Event description:
It was reported that the patient experienced fluid loss with the inflatable penile prosthesis (ipp) tube connecting the pump to cylinders due to a perforation. The entire ipp system was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.

Event description:
It was reported that the patient experienced fluid loss with the inflatable penile prosthesis (ipp) tube connecting the pump to cylinders due to a perforation. The entire ipp system was removed and replaced with a new one. No further complications were reported in relation to this event.

Manufacturer narrative:
Malfunction was reported. The ams700 device was visually inspected and functionally tested. Both cylinders performed within specifications. There was a leak in one cylinder tube krt at the pump strain relief junction due to fatigue. The pump was not functionally tested due to the leak. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 790992 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per (B)(4) product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.